Manufacturer narrative:
Deroyal: the investigation into the root cause is in process. The reported deice has not been returned at this time. There have been no similar complaints filed for this product line prior to this customer filing three reports on this issue.

Event description:
The scalpel is cutting jagged, basically tearing a vein. The doctors have changed to another brand.